Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, our technician confirmed that the operation channel (primary) resistance; however, this defect is not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the glue falls. Therefore, based on the technical report "hr-rpt-0585(nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.